Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 04/01/2013. The reporter of the complaint was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Obstruction, dehydration, pouch dilation, and band slippage are surgical/physiological complications and analysis of device generally does not assist allergan in determining a probable cause for this event.

Event description:
Health professional reported stoma obstruction, dehydration and electrolyte imbalance. Hospitalization, gastroscopy, and a lap-band ap system adjustment took place to treat event. Further information provided by the health professional noted a gastric prolapse/band slippage and asymmetrical pouch dilation causing a complete obstruction. The lap-band ap system was explanted.